Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed keflex on (B)(6) 2013 (dosage not reported), to treat infection. As of report on (B)(6) 2013, infection has resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed october 24, 2013. Implanted device remains.